Event description:
The customer was hospitalized for high blood glucose and dka. The customer's family member stated that prior to the hospitalization her glucose level was high, the customer changed the infusion set, and treated manually.